Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foggy image. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed, there was corrosion on the electrical contacts of the video connector, fluid invasion, the video system center would not communicate with the endoscope, and there were scope communication errors (e218 and b31). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the images were not being displayed (error e218, b31) due to corrosion on the electrical contacts of the video connector, which was due to fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.